Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging sinus. In addition, the patient also alleged nose irritation, skin irritation respiratory tract irritation, dizziness, nausea, vomiting and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging sinus. In addition, the patient also alleged nose irritation, skin irritation respiratory tract irritation, dizziness, nausea, vomiting and headache. At this time, no medical intervention has been reported. In box b: adverse event/product problem, outcomes attributed to ae are updated in this follow-up. Describe event or problem: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, sinus. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI is updated in this follow-up. In box h: type of reported complaint, health impact grid are updated in this follow-up.